Event description:
It was reported that a perforation occurred. A watchman access system (was) double curve was positioned and a 27 mm watchman laa closure device & delivery system (wds) was selected for use during a left atrial appendage (laa) closure procedure. The first closure device was attempted unsuccessfully and fully recaptured. During navigating the first was for the deployment of the second wds, it was believed the sheath kinked because it was under stress and was not responding to torque as expected, and therefore was removed and exchanged for another of the same kind. Upon inspection of the first was on the back table, no kink or damage was seen. During positioning of the second was, after removal of the pigtail catheter, the was advanced forward and caused a perforation to the laa wall. A pericardial effusion was noted that quickly resulted in a cardiac tamponade. The device was deployed in an attempt to lessen the effusion, as it was too large to maintain. Patients blood pressure dropped and chest compressions were performed. Patient was urgently brought to surgery to repair the perforation and ligate the laa. Subsequent surgeries have been performed for unknown reasons. The patient was in critical condition and remained on extracorporeal membrane oxygenation. No additional patient information is known at this time. It was further reported the subsequent surgeries performed include mediastinal exploration and washout, removal of the left ventricle vent with intraoperative transesophageal echocardiogram, and temporary chest closure on march 5th. On march 7th, mediastinal exploration and washout was performed with extracorporeal membrane oxygenation weaning and temporary open chest closure. The next day, mediastinal irrigation, complex sternal closure, debridement of sternal wound, multilayer complex sternal wound closure, and wound vacuum-assisted closure placement was done. Then on march 11th, a tracheotomy was done. Patient went into renal failure on march 17th after multiple days of low blood pressure despite inotrope infusions. The following day, continuous renal replacement therapy was initiated and later that day, patient developed severe lactic acidosis with refractory hypotension. Patient was made do not resuscitate, and later that evening she developed a gastrointestinal hemorrhage and coagulopathy with worsening hemodynamics. Patients family made the decision to initiate comfort care and patient passed away that evening, march 18th.

Event description:
It was reported that a perforation occurred. A watchman access system (was) double curve was positioned and a 27 mm watchman laa closure device & delivery system (wds) was selected for use during a left atrial appendage (laa) closure procedure. The first closure device was attempted unsuccessfully and fully recaptured. During navigating the first was for the deployment of the second wds, it was believed the sheath kinked because it was under stress and was not responding to torque as expected, and therefore was removed and exchanged for another of the same kind. Upon inspection of the first was on the back table, no kink or damage was seen. During positioning of the second was, after removal of the pigtail catheter, the was advanced forward and caused a perforation to the laa wall. A pericardial effusion was noted that quickly resulted in a cardiac tamponade. The device was deployed in an attempt to lessen the effusion, as it was too large to maintain. Patients blood pressure dropped and chest compressions were performed. Patient was urgently brought to surgery to repair the perforation and ligate the laa. Subsequent surgeries have been performed for unknown reasons. The patient was in critical condition and remained on extracorporeal membrane oxygenation. No additional patient information is known at this time.